Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system tubing clamp was found installed incorrectly after use when the nurse was unable to clamp the IV line. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "rn inserted 22 ga bd nexiva IV to patient noted that clamp installed incorrectly unable to clamp IV line."

Manufacturer narrative:
H.6 investigation summary: as the originally provided batch number, 9182294, was invalid for material number 383552, a device history record review was performed for the batch number of the provided samples, 8325732. The review did not reveal any detected quality issues during the production process of lot number 8325732 that could have contributed to this reported incident and all inspections were within specification. To further investigate this issue, five representative samples were provided for evaluation by our quality engineer team. Through examination and handling of the five samples, no defects to the clamp were observed. As no defects were found, a manufacturing related cause for the reported incident could not be identified. At this time, further action has not been determined necessary. Our quality team will continue to monitor the production process for potential defects and other emerging trends. H3 other text : see h.10

Event description:
It was reported that the bd nexiva¿ closed IV catheter system tubing clamp was found installed incorrectly after use when the nurse was unable to clamp the IV line. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "rn inserted 22 ga bd nexiva IV to patient noted that clamp installed incorrectly unable to clamp IV line."